Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital for examination and treatment, and it turns that the patient had hemolytic stool for more than three months. The patient was diagnosed as "rectal malignant tumor", and ostomy was need to performed. However on 4th day post operatively when the doctor changed the dressing of the stoma for the patient, it was found that the stoma had mucosal separation. After inspection, it was judged that it was caused by the suture, the suture was removed immediately, and then the stoma chassis was used for pulling together. Soon the patient's symptoms were relieved.